Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of heartmate touch lagging during the log file download was confirmed via the submitted photograph. It was reported that the session was ended on the heartmate touch to troubleshoot the issue; however, the session was not able to be reconnected. The reported event of an inability to reconnect the system controller after troubleshooting was confirmed via the submitted framework file. The submitted photograph showed the heartmate touch app on the historical view loading screen. The app showed the downloads for files 1, 2, and 3 completed and file 4 currently loading. No physical anomalies with the heartmate touch tablet were observed. The submitted heartmate touch framework file contained data from (B)(6) 2024. The framework file captured routine disconnections and reconnections of the system controller (serial number: (B)(6) and wireless adapter from 8:56:06 on (B)(6) 2024 to 8:08:17 on (B)(6) 2024. The framework file then captured the heartmate touch app being launched and connected to the wireless adapter repeatedly on (B)(6) 2024 from 15:18:03 to 16:32:48; however, the system controller was not reconnected in the framework file. No atypical connections or losses of connection were captured in the framework file. It was reported the heartmate touch unit was replaced to resolve the issue. The heartmate touch in use during the event will not be returned for evaluation. The reported event of the log file download lagging was further investigated onsite by abbott engineers at the (B)(6) hospital. Over two hundred log file downloads were performed while onsite at the alfred hospital using multiple heartmate touch systems, and the reported event was reproduced only one time; this occurred on heartmate touch tablet (B)(6) in trauma room 1. The heartmate touch framework file, adapter log files, and bluetooth communication data were reviewed; however, the logs did not contain data to indicate root cause of the issue and further analysis could not be completed as the bluetooth communication is encrypted. No other issues were observed during testing. Losses of connection between the system controller and heartmate touch app was further investigated onsite by abbott engineers at the alfred hospital; however, the issue was not reproduced during testing and the root cause could not be determined from the engineering investigation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting guide¿ provide troubleshooting steps to resolve issues related to the heartmate touch, including a frozen screen and inability to connect the system controller to the heartmate touch app. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was in the intensive care unit (ICU) secondary to heartmate 3 implant, the event log file download lagged for 15 minutes. Troubleshooting was attempted, the session was exited and ended. An attempt to reconnect the session was done to no avail and it could not be reconnected to the session. It was noted that no log files were provided as the download had failed. The heartmate touch was replaced with another unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.